Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
This lead was explanted 4 days after implant due to a dislodgement. During a reposition attempt the physician decided to replaced the lead. No additional adverse patient effects were reported.